Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 250 mg/dl, but less than 500 mg/dl with shakiness, nausea, abdominal pain, polyuria and trace ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and self- treated with an alternate form of insulin. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient's programmed settings and were recorded as programmed. It was also revealed that the bolus totals did not match. The reporter stated that the date was incorrect; cts determined that was not a cause of the bg excursion. It was also reported that the patient was menstruating. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: the black box showed an occlusion alarm on 08/01/2015 06:50; deliveries resumed at 07:14. At 12:59 an occlusion alarm was recorded; deliveries resumed at 13:26. The bolus totals in the bolus history were consistent with bolus totals in total daily dose history at time of reported issue. A 10 u audio bolus and 10u normal bolus were successfully completed and both were accurately recorded in the pump bolus history and bolus total daily dose (tdd) history correctly showed 20.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during the 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.